Manufacturer narrative:
It was reported that during a da vinci-assisted gynecology procedure, the force bipolar broke. Based on the claim against the product by the customer noting broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged proximal clevis at the distal end. The dislodged proximal clevis hung over the edge of the main tube. The force bipolar instrument was found to have the main tube broken. No material was found missing. The force bipolar instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The probable root cause of a dislodged clevis pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This complaint is a reportable event due to the following conclusion: failure analysis confirmed the instrument's clevis was dislodged. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer reported the force bipolar broke. The customer had difficulty getting it released from the patient. The trocar was still attached to the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 5-jan-2023, there were no abnormalities with the instrument in question, it was inspected prior to use. There were no collisions with other instruments as it was being used. The surgical procedure being performed at the time was a total abdominal hysterectomy. The customer was not aware of what task exactly was being performed during the instrument malfunction. There was no injury to the patient nor was there any tissue involved. The procedure was fully completed robotically and no pieces broke off inside the patient. The only delay reported was when the instrument had to be removed along with the trocar.